Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one coil did not take, and migrated out of her fallopian tube and is embedded in her uterine wall. She had 3 surgeries to try to remedy this event, and was scheduled to have a total hysterectomy. This event, interpreted as partial expulsion of device and device embedded (partial uterine perforation), was considered serious due to medical significance and is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Also, uterine perforation with essure may occur. In the present case limited information was provided. The exact date of the event was not reported. However, considering the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (according to the consumer, she had 3 surgeries) and another surgical intervention will be required . Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
Incident. Required intervention. Anticipated. This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer reported that one of the coils did not take, and migrated out of her fallopian tube and was embedded in her uterine wall. She has already had three surgeries to try to remedy the essure failure. She was scheduled in october to have a total hysterectomy. She also reported she had the physical side effects of abdominal pain, bloating, and headaches. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one coil did not take, and migrated out of her fallopian tube and is embedded in her uterine wall. She had 3 surgeries to try to remedy this event, and was scheduled to have a total hysterectomy. This event, interpreted as partial expulsion of device and device embedded (partial uterine perforation), was considered serious due to medical significance and is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Also, uterine perforation with essure may occur. In the present case limited information was provided. The exact date of the event was not reported. However, considering the nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (according to the consumer, she had 3 surgeries) and another surgical intervention will be required . A product technical analysis has been requested.